Event description:
Customer alleges foot petal broke during training purposes for bus use. No injury alleged.

Manufacturer narrative:
(B)(4). The original report listed kenstone metal, registration #1531186, as the manufacturer. The manufacturer is actually unknown. No lot # / serial number available to determine who manufactured this product.

Event description:
Customer alleges foot petal broke during training purposes for bus use. No injury alleged.